Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, a clear image could not be displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the catheter was twisted.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscope inspections revealed that the sheath assembly was kinked, and the drive and coaxial cables were broken beginning 27.3 cm from the distal end of the connector shaft. The catheter was also observed to be twisted. Impedance testing showed an electrical open at the proximal end of the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered while advancing during rotation, this condition could contribute to decreased image quality or total loss of image. According to the IFU, the mdu should remain off when inserting the device into the patient. It is most likely that the reported anatomical factors presented a constriction over the device and increased friction while the device was being advanced through the lesion, thereby reducing device mobility.